Manufacturer narrative:
Fiber analysis: the fiber's metal and glass caps were confirmed to be detached; the fiber broken proximal to the fiber/cap fusion zone. The caps were not returned with the device. The outer flow tube was also found to be damaged/torn. The fiber condition could result in a forward-firing condition of the side-firing surgical. The probable root cause of the device failure was suspected to be related to heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber's cap became detached outside of the patient. Upon receipt of the fiber, forward-firing was also reported on the returned warranty form. The procedure was completed using a second fiber. No additional information was available. Patient outcome: "fine, no patient injury".